Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for a stroke suffered after a fall. The patient's inr was supratherapeutic at 3.7 upon admission. Prior to the patient's fall, the patient experienced a syncopal event suspected to be related to bacteremia. It was reported that there were no alarms. A transesophageal echocardiography (tee) showed multiple mobile echodensities adherent to the patient's ICD, therefore, the patient's stroke was thought to have potential embolic causes. A head CT revealed a left occipital subarachnoid hemorrhage and parenchymal edema with a suspicion of parenchymal hemorrhage. It was also reported that blood cultures tested positive for (B)(6). The ICD was extracted on (B)(6) 2015. The subarachnoid hemorrhage stabilized and the patient was discharged on (B)(6) 2015 on intravenous antibiotics with no neurological deficits. It was reported that it could not be determined whether the stroke was embolic with hemorrhagic conversion due to vegetation from the ICD lead, or whether a traumatic or non-traumatic, spontaneous stroke had occurred. The patient had no previous history of stroke, carotid disease, or coagulopathy.